Event description:
Unomedical reference number (B)(4). Event occurred in china. On 12-apr-2024, it was reported that the patient faced an infusion set leakage at site. The issue occurred with two infusion sets. No further information was available.

Manufacturer narrative:
Device 2 of 2.